Event description:
It was reported to philips that the system can't store images, therefore, cannot perform imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was being performed when the issue occurred and was completed by moving the patient to another room. Customer reported to philips that the system was unable to store images. The review of system log files showed malfunction with the ippc. Upon troubleshooting, the philips field service engineer (fse) found that the ippc data base was corrupted. To resolve the issue, the fse created new database by using recreate image store, and performed system functional tests, after which the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.